Event description:
The user facility reported that the cuff leaked after a surgeon made a positional change to leg from supine to flex approximately 1 hour within a case. Although requested, no information was available regarding surgical delay or medical intervention. There were no adverse consequences.

Manufacturer narrative:
Product is lost.

Event description:
The user facility reported that the cuff leaked after a surgeon made a positional change to leg from supine to flex approximately 1 hour within a case. Although requested, no information was available regarding surgical delay or medical intervention. There were no adverse consequences.